Manufacturer narrative:
Additional information: a6: patient race noted as japanese. The device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during the deployment of the first stent (of two stents) from a trabecular microbypass stent system. Per report, the fragment was removed intraoperatively, and a back-up device was used to complete the procedure with no adverse patient impact. The report noted that eye movement and trocar bias contributed to the event. Additional information has been requested.